Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement and endoleak. Additionally, users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On an unknown date 2 or 3 years ago from (B)(6) 2013, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date in 2012, a computed tomography (CT) scan revealed a type ii endoleak from the lumbar artery. The physician decided to perform an embolization procedure of the lumbar artery using a retrograde access from the left internal iliac artery. The patient tolerated the procedure. On (B)(6) 2012, the CT scan showed the presence of the type ii endoleak and an aneurysm of the right internal iliac artery. It was reported that the aneurysm sac was stable. On (B)(6) 2013, the patient underwent an embolization procedure of the right internal artery and the aneurismal sac due to a type ii endoleak from lumbar arteries. Additionally, a gore® excluder® aaa endoprosthesis contralateral leg component (pxc121400/11110631) was implanted in the right ipsilateral limb of the main trunk which intentionally covered the internal iliac artery. The endoleak was resolved. The patient tolerated the procedure. After 1 month from the treatment the CT control showed the complete exclusion of the right internal aneurysm and no endoleak. On (B)(6) 2014, a CT control scan revealed that the type ii endoleak was present again. It was reported that the aneurysm enlarged from 6 to 8 mm. On (B)(6) 2014, the patient underwent an embolization procedure at the right side using coils and onix, and also, performed a complete relining. A gore® excluder® aaa endoprosthesis contralateral leg component (pxc141400/ 12415032) was landed in the left common iliac artery, an aortic extender (pxa280300/ 12001336) was implanted proximal, and an iliac extender (pxl161407/ 12168624) was used in the right with the previous implanted device (pxc121400/11110631). At the end of the procedure the type ii endoleak was still present. The patient tolerated the procedure. The physician is monitoring the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted: (pxt/unk and pxc/unk). Lot numbers for initial implanted devices (pxt/unk and pxc/unk) were unknown. A review of the manufacturing records for the device could not be conducted. Images have been sent to gore for analysis. Further information will be provided.